Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring in the 40 mg/dl range; the patient reportedly fainted. The reported stated paramedics were called and measured the patient¿s blood glucose level. Animas customer support was not able to perform complete troubleshooting of the pump; it was noted that the basal history matched the active basal program; the reporter was unable/unwilling to perform complete troubleshooting of the device at the time of the initial report. Animas customer support made several additional attempts to contact the reporter in follow up to troubleshoot the device; however, the report did not respond to these follow-up attempts. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy. If further information is obtained, this complaint will be updated as appropriate.